Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) reviewed all shock vectors and noted that all values were high out of range. Ts stated the patient could be monitored until device changeout. The lead remains in use. No adverse patient effects were reported.